Event description:
Livanova deutschland received a report that, the 3t heater cooler was causing the dedicated socket in the operating room to trip during procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1. A.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of device manufacturing, 2015. A review of historical complaints did not identify any trends associated with this type of fault. Based on investigation findings and similar events investigations, the root cause of the reported event is attributed to long-term corrosion of the cooling coils, which compromised insulation and led to increased leakage current. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer was dispatched to the facility and confirmed the issue. The unit was disassembled, motors checked and reassembled. Once the unit was put into operation, it started tripping. Furthermore, it was noisy. Due to the age of the device (10 years), it cannot be repaired and has been decommissioned. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.